Manufacturer narrative:
Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. At a later date the lens was explanted and replaced intraoperatively for a lens of a longer length. Cause of the event is unknown. The problem was resolved.